Event description:
The customer reported, error message "power supply 1283" appeared at first boot up. Cysto free case relocated to another room. No other devices in use. No patient injury.

Manufacturer narrative:
The service rep replaced tank/inverter module. Replaced three 160amp fuses twice. Calibrated filaments. Verified system function by taking multiple fluoro shots. System operates as intended.